Event description:
I've been trying to contact byte about the results after using their aligners. I am not happy with the results. My teeth did not turn out as promised. The quality of their products, which I was charged for, is subpar and as a medical device, not adequate.